Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of morphine at "13.7" via an implantable pump for spinal pain. It was reported that on (B)(6) 2016 the patient fell. The patient then had brain surgery on an unknown date and because of this she missed her pump refill. The pump was alarming and the health care provider said the pump was empty. A refill appointment was scheduled for (B)(6) 2016. No additional adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.